Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 268 mg/dl at the time of the call. Customer also reported being a brittle diabetic. Customer stated their blood glucose declined to 42 mg/dl at one point. The customer was able to treat their low with glucose. Customer was able to resolve their no delivery alarm with a complete set change. The customer stated they have not dropped or bumped their insulin pump. The customer's reservoirs will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.